Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with a broken belt clip, the customer reported that the insulin pump returned a motor error alarm during bolus. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.